Event description:
Reporter alleged obtaining a result of 499 mg/dl on compact plus system 1 compared back to back with a result of 150 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. Reporter stated that the finger that she obtained the result of 499 mg/dl on may have had pizza on it. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(6).